Event description:
It was reported that the patient was experiencing stimulation due to pacing from the left ventricular (lv) lead. The device was reprogrammed to turn the lv pacing off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).